Event description:
Boston scientific received info that this dextrus atrial lead had been exhibiting elevated thresholds measurements and decreased sensing measurements. A revision procedure was performed and the lead was explanted and replaced. It was noted that the lead sustained insulation damage as a result of the explant procedure. No adverse pt effects were reported. The explant date was not provided.